Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place on (B)(6) 2011. Asr xl (left). Reason(s) for revision: pain. Update - updated original surgery date taken from claimsuite dated 15th august 2013. Update: 22 june 2015. Added stem and sleeve details, added manufacture and expiry dates for products, querying stem details taken from claimsuite update 22 june 2015. Update: 30 june 2015, updated stem lot number, manufacture and expiry dates, taken from query 2 reply 29 june 2015.

Manufacturer narrative:
Additional narrative: no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).